Event description:
It was reported that an overinfusion event of protonix occurred in the renal unit. The pump was programmed to infuse protonix 10ml/hr from a 40mg/50 ml bag over 5 hrs and the pump infused in one hr when it alarmed infusion complete. It was reported that all 50 ml of fluid was gone from the IV bag. The customer stated a back flow valve could have been used in this situation. The customer reviewed the history log of the pump and stated that after 58 mins, the total volume given was 9.5 ml and then the pump showed "air-in-line" alarm. The pump was restarted and then stopped within the min with no further volume given. The unit was powered off an on again 3 times before 10 mins of inactivity and then turned off. The pump was tested by the facility with same settings that were used during event. It immediately made a clicking noise inside and requested a check for crimped tubing. Pump ran with no failures except for occasional upstream occlusions. The upstream sensor was calibrated and wa run for 5 hrs with no alarms. The pump was then set for 500 ml over the course of 5 hrs, but the ida4 read over 560 ml. Another measure done with a beret at a setting of 50ml/hr with a vtbi of 50ml, had an actual volume delivered of 52.5 ml.

Manufacturer narrative:
(B)(4). The pump was tested by sigma for flow rate accuracy using the actual event parameters (i.e. Dep mode delivery parameters as found in history log) but for a period of one hr (10 ml/hr for 10 ml) with the device passing having delivered 10.27 ml. A flow rate test was performed per the spectrum service manual (200ml for 50 ml) with the unit passing having delivered 51.17 ml. The reported event could not be reproduced.